Event description:
End user advised was at a park and hit a pot hole and busted bearing that goes into frame where fork attached causing wheel not to mover properly. No injury. End user could not provide any further information.